Event description:
Discordant sodium results were obtained on three stat samples on an advia 1200 instrument. The discordant sodium results were reported to the physician(s). Two patient results were questioned by the physician(s). One patient was treated with IV fluids. A second patient was redrawn and retested prior to treatment. The samples were repeated and redrawn, all resulting lower. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After instrument and instrument data evaluation, the cse adjusted the ion selective electrode (ise) mixer motor and repaired the ise module. The customer replaced the sodium electrode prior to the cse site evaluation. The cause of the discordant sodium results is unknown. The cse successfully performed a system preventive maintenance. The instrument is performing within specifications. No further evaluation of the device is required.